Event description:
A fuse short-circuited, with burnt odor, after a small quantity of fluid ren along fuses when nurse removed irrigation line from solution bottle, while replacing defective cassette with a functional one during testing. Procedure began (rhexis) while nurse was still testing system. There was a forty-five min delay while fuses were replaced and machine restarted. Changed procedure to an ecce. Surgery was uneventful.